Event description:
It was reported that this left ventricular (lv) lead exhibited an abrupt change to high out-of-range pace impedance measurements greater than 3,000 ohms around (B)(6) 2023. The patient presented to the emergency room (ER) and review of left ventricular (lv) lead programming revealed non-capture at 7.5v@ ohms on left ventricular (lv) lead sensing vector 2-3, however left ventricular (lv) lead sensing vector 1-3 had a capture threshold of 0.8v@ ohms and a pace impedance measurement of 875 ohms. Additionally, left ventricular (lv) lead sensing vector 2-3 had a noisy baseline, but was clean on vector 1-3. It was suspected that the left ventricular (lv) lead was fractured or left ventricular (lv) lead ring 02 was compromised. There was no cardiac resynchronization therapy, however the indication for use may have been congestive heart failure (chf). Technical services (ts) discussed troubleshooting options and programming considerations, and the left ventricular (lv) lead was reprogrammed to sensing vector 1-3 at 2v. This left ventricular (lv) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).